Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2012 patient experienced silent ischemia. Prior to re-intervention in-stent restenosis was updated from 90% to 99%, post balloon dilation residual stenosis was updated from 10% to 29%.

Event description:
(B)(4). It was reported that following a percutaneous coronary intervention, in-stent restenosis occurred. The 3.0 x 15 mm, 80% stenosed target lesion was located in the moderately tortuous distal left circumflex (lcx) artery. The lesion was pre-dilated and the 3.0 x 20 mm promus element stent was successfully implanted resulting in 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, a follow up visit for an angiogram check-up, followed by a positive exercise echocardiography test in the posterior-inferior artery (four to five segments) at a low ischemic threshold with severe dyspnea and revealed a 70-90% in-stent restenosis of the implanted promus element stent in the distal lcx. The target lesion was treated with a 3.0 x 20 mm non-bsc balloon dilation, resulting in 10% residual stenosis. No additional patient complications were reported. However, it was noted that pericardiac effusion occurred during the re-intervention procedure.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).